Event description:
Mea procedure performed in 2005. Uterine depth sounded to 8cm; treatment started with applicator at a confirmed depth of 8cm. During treatment tenaculum fell off cervix (reason unknown); treatment was stopped, tenaculum placed back into position, and treatment resumed. Physician noted applicator advancement to 11cm; treatment was aborted. Hysteroscopy was performed, identifying a uterine perforation. No additional treatment was administered. Three days post treatment pt presented to hospital with acute abdominal pain. Laparoscopy and laparotomy performed. Partial small bowel resection occurred.